Event description:
The following was reported to davol via (B)(4). It has been alleged that on (B)(6) 2009 the pt was implanted with a ventralex hernia patch in the right lower abdomen. Following the procedure, the pt began to have pain in the area of the mesh, which eventually became severe and caused limited mobility. The pt had a CT scan in which she was prescribed barium to cleanse the bowel of a large amount of stool. The severe pain interfered with the pt work and family life as she was not able to fully participate the activities due to limited mobility. She lost mobility of the right leg. On an unspecified date in 2013, the pt underwent an unrelated umbilical hernia repair with unspecified mesh in which the surgeon noted the ventralex to have adhesions and to have "coiled". The ventralex patch was adjusted at this time and left implanted. The pt continued to experienced severe, stabbing pain and limited mobility following the repair/revision of the ventralex patch. A CT scan was performed and revealed the ventralex patch to have completely formed into a ball and was connected to muscle and nerves in the right lower abdomen. On (B)(6) 2013, the pt underwent explant of the ventralex patch. The explanted mesh was sent to pathology explant of the ventralex patch. The explanted mesh was sent to pathology and was indicated to have "transformed to bone" in the abdomen. Pt reports being 100% better after removal of the mesh.

Manufacturer narrative:
Based on the currently available info, we are unable to determine a root cause for the reported event. Add'l info has been requested. No sample was returned, therefore we are unable to evaluate the mesh for root cause of the reported condition of the explanted mesh. A DHR review for this lot was conducted and showed no non-conformance issues, the lot passed all required inspections. The pt reports that she is now feeling better. If add'l info is obtained, a f/u MDR will be submitted.